Manufacturer narrative:
The ft4 reagent lot number is 303235. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for the elecsys ft4 ii assay (ft4) and a second patient sample tested for the elecsys tsh assay (tsh) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). Of the two samples, the sample tested for ft4 had an erroneous result. The erroneous result was not reported outside of the laboratory. The first sample initially resulted with a ft4 value of 1.37 pmol/l. The sample was repeated, resulting as 17.03 pmol/l. The customer believed the issue for this sample was related to the sample itself. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number and expiration date were asked for, but not provided. Quality controls have shown that the analyzer is working within specifications. The investigation was unable to find a definitive root cause.